Manufacturer narrative:
Investigation visual inspection a deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and indicated/confirmed the presence of a deformation. The housing deformation measured at - 0.0755 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test a permeability test has shown that the progav valve is permeable. Adjustment test the progav valve was tested and is not adjustable throughout the normal range. The valve can be only adjusted in the range of 10-15 cmh2o. Braking force and brake function test the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the limited adjustability of the valve. Results first, we performed a visual inspection of the progav valve. A deformation of the outer housing of the progav valve was observed through the visual inspection. The deformation was confirmed through a measurement of the parallelity of the valve housing. Next, we tested the permeability and adjustability of the e valve, as well as the brake functionality and brake force. The progav valve was permeable but could not be adjusted to all settings. While the brake functionality was present, the braking force could not be measured due to the limited adjustability of the valve. Finally, we have dismantled the valve. Inside the valve, we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the progav valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Device was implanted in (B)(6) 2018, exact date not provided. Manufacturing site evaluation: investigation is on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that an issue was encountered with adjustment of the device, resulting in explant. This shunt system was reportedly implanted in (B)(6) 2018, exact date not provided. Due to the inability to adjust the device, it was explanted on (B)(6) 2019. It was noted that the patient is known to have a "high protein level". No other details provided. No associated patient complications have been reported.